Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading at the time of the incident was 369 mg/dl. Customer's current blood glucose reading was 479 mg/dl. Customer reported that the insulin pump was exposed to a CT scan and may be under delivering insulin. Customer reported symptoms related to their high blood glucose levels included frequent urination and thirst. Troubleshooting was done and the insulin pump passed functional testing. Product is not expected to return.

Manufacturer narrative:
The device passed displacement test. However, the device alarmed critical pump error 24 after completion of displacement test due to corroded electronic assembly. The motor and battery tube found with traces of corrosion. Unable to verify operating currents or perform prime/seating, basic occlusion test. Force sensor test, occlusion test or self test due to pump error 24.